Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A health care provider called in for the customer to report an emergency room visit for high blood glucose levels. The customer's blood glucose level was 700 and above mg/dl. The customer had symptoms of nausea, diarrhea, and vomiting. The customer was wearing the device at the time of admission. The cause per the health care provider was diabetic ketoacidosis. The customer was on an insulin drip and trying to control their blood glucose levels. The healthcare provider requested a trainer be sent to the hospital. The product was not replaced or returned for analysis.